Event description:
It was reported that the handpiece was giving solid tones, and it was confirmed by the biomed. The customer did not have any case specific information but stated the account has another handpiece and he was not notified of any patient incident.